Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis and the utilization of the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the adverse event and use of the liberty select cycler with liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. There were no culture results available in the medical records. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. The initial information stated that the patient¿s pd catheter issues caused the infection(s), however; this was not confirmed. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
It was reported that this female peritoneal dialysis (pd) patient was in the hospital due to pd catheter issues which led to infections. Additional information was provided through five pages of hospital records sent by the peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital (date not documented) for a non-functioning pd catheter and suspicion of peritonitis. The patient had complaints of abdominal pain. The pd catheter was found to be appreciated to the left side of the abdomen. The patient¿s pd fluid was collected (date unknown). The cell count with nucleated cells was 2210 and the red blood cell count was 264,354 suggestive of peritonitis. The patient had a vascular catheter placed on (B)(6) 2026 via interventional radiology for temporary hemodialysis (hd). The patient underwent hd on (B)(6) 2026. It is documented that the patient was diagnosed with peritonitis under the assessment plan, but the diagnosis date is not documented. The patient was administered intravenous (IV) ceftriaxone 2g every 24 hours and IV vancomycin (dose, frequency, and duration not provided). On (B)(6) 2026 the white blood cell count was 15.60. No cause of the peritonitis was documented.